Manufacturer narrative:
This report has been completed by the manufacturer.

Event description:
Patient alleges vision loss resulting from an implanted donor cornea allegedly contaminated by this storage medium.